Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt had discomfort that felt like a burning sensation at the ipg site, but otherwise was receiving stimulation. The issue was unrelated to the charging system. It was reported the pt had recently moved and was in the process of obtaining a new physician. At attempt to contact the pt was unsuccessful.

Event description:
Further follow up identified the patient also experienced itching at the scs ipg site.